Event description:
Customer reported with an issue of " error 400 ref 26 and then nothing ". There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Additional information received regarding the reported event: this issue occurred during a procedure. The condition of the patient was not impacted by the failure. The procedure being performed was a turb (transurethral resection of the bladder ) and turp (transurethral resection of the prostate) . The procedure (turb) was completed with a similar device, the same model device as the subject device. The turp procedure was completed using a third party device (erbe). The serial number was not provided. The procedure was prolonged due to equipment malfunction. The patient was under anesthesia for a longer time due to equipment malfunction. The patient was under anesthesia for a longer time due to equipment malfunction. The amount of time was not provided. The patient demographics are not available. The patients pre-existing medical conditions are not available. The subject device was received and evaluated. Device evaluation found that the reported issue was not able to be duplicated as device output test and functional test noted no issues , however, review of the data log found the error 400 ref 26 was recorded (showed) eight times in the log. This error generated if a turis electrode is attached and activated without a saline solution being present, or there is an electrode connection fault. Additionally, inspection noted the ID board needs to be calibrated , and minor scratches on the top cover in both sides and on the front frame was observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause is unable to be determined, as the reported failure was unable to be confirmed during inspection. However, it¿s probable the event occurred due to improper use of saline solution. Olympus will continue to monitor field performance for this device.